Event description:
A malfunction alarm with code "malf 0" was reported, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur, and the customer was advised to contact support if any issue reappeared. The customer acknowledged the guidance and was able to continue using the pump.